Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. The customer¿s blood glucose level was 425 mg/dl and 56 mg/dl. Customer also reported blood at site and was taking aspirin for it. Customer stated that the it was unknown whether the customer was using automode at the time of reported event. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.